Event description:
Customer reported circuit breaker #2 needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the circuit breaker. System operates as intended. (B) (4)